Manufacturer narrative:
(B)(4).

Event description:
It was reported that excessive battery use was observed. Single capacitor maintenance was performed. Monitoring the patient via merlin.net was suggested.

Event description:
New information received indicates that the device was explanted.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the longevity estimation discrepancies is believed to have been caused by a programmer software anomaly.